Event description:
It was reported that a centrimag pump exchanged due to low flows and not being able to move flow up to desired amount. There was no issues reported after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was a suction event/drop in flows at 08:30 am on (B)(6) 2024. Rotations per minute (rpm) were initially at 5,000 with a flow of 4.87, and after rpms were lowered in response to chatter, they were unable to be increased higher than 4500 rpms and flows were at 4.1 lpms. An m5 error was received on the centrimag monitor display. Different motor and console combinations were tested and one motor was isolated for having consistent issues. Volume was given, and also increased sedation but neither were effective in increasing flows. A console and motor exchange was performed, and immediately the speed and flow were able to return to 5,000 rpms and 4.89 lpms. The patient was cannulated for veno-pulmonary artery (vpa) extracorporeal membrane oxygenation (ECMO) 21f r femoral vein > right internal jugular (rij)/pulmonary artery (pa). The patient was then transferred to a different hospital on (B)(6) 2024 for further transplant workup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event could not be conclusively determined, and a direct correlation with the centrimag blood pump could not be conclusively established through this evaluation. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available and provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #6: attach tubing to the pump in such a manner as to prevent kinks or restrictions that may alter flow or cause regions of stasis or turbulence. Attach in a manner that does not bend or fracture the tubing connectors or ports. Advance the tubing beyond the second barb point of the pump connectors. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled pump setup and operation warns the user that if leaks or other anomalies are found in the circuit, remove the pump and replace with a new, sterile pump. The IFU also contains a section titled emergency pump replacement. ----- the 2nd generation centrimag system operating manual (rev. M) is currently available. Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts as well as appropriate operator response to these events. Section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The current revisions of the instructions for use (IFU) and operating manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.